Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent total vaginal hysterectomy, anterior colporrhaphy, perineoplasty and bilateral labia reduction due to stress urinary incontinence, prolapsed bladder and back pain. On (B)(6) 2011 patient underwent mesh revision/removal due to protruding vaginal stitch, pain, abnormal bleeding.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and undergone additional surgeries and revisionary procedures. No additional information is provided at this time.